Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 477 mg/dl at the time of incident. Customer stated that he customer was not getting any insulin. Customer stated that she feel that she had more blood glucose like 67 mg/dl during night, when the customer woke up then in the morning it was 163 mg/dl. Customer was using the insulin pump within 48 hours of reported high blood glucose. Customer was not calling back to perform high pressure test. Customer was insisting on insulin pump for replacement. Customer stated that the drive support cap was normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was able to perform high pressure test and the result was failed. The insulin pump will return for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08670 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. No unexpected no delivery alarm noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).